Manufacturer narrative:
Additional information: h6, h10 (summary device evaluation). Summary device evaluation: the investigation of the returned balloon catheter found no rupture on the balloon; however, the device did exhibit a pinhole leak at the distal side of the balloon during inflation testing, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the pin hole, but pin holes are consistent with the balloons experiencing forces over specification. Per the event description, the balloon was able to inflate and deflate without issue during prep; therefore, the damage to the balloon likely occurred during the process of advancing the device to the target site during the procedure.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation is currently underway. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that the physician was treating an acom aneurysm on the left and a coil embolization in remodeling technique was planned. Reportedly, during the first inflation inside the patient the scepter xc balloon ruptured distally and contrast leaked out of the tip. The balloon was removed completely from the patient body. No fragments were left in the patient. A a new balloon was exchanged and the case continued and completed successfully. No injury caused by this issue and the patient is doing well.